Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient programmer (pp) wouldn't power on. The manufacturer representative called in a clarified that this was not accurate and that the patient¿s ins was overdischarged. It was reported that the manufacturer representative was in the third hour of physician reset mode, and the ins had not been pulled out of overdischarge yet. Additional information was received from the rep. It was reported the device was brought out of overdischarge after what was recalled as 3 pmrs over multiple days and stimulation was recaptured. The rep stated that likely a replacement would occur as the patient had 2 overdischarges however this was not scheduled yet as patient was still in school and stim had been recaptured. Due to the patient's schedule, timing for replacement was based on their availability and the patient would be following up with their hcp once ready. Additional information was received from the manufacturer representative (rep) stating that the patient had not used her stimulation in years, unknown how many years. The physician recharge mode (prm) was reviewed for the rep as well as the MRI eligibility sheet. The MRI tech also called and stated that they saw the patient last night and patient has been having mid thoracic region back pain. Caller do not know when the implantable neurostimulator (ins) was over discharged. It was reported that patient indicated that the ins location is tender to touch, but ins site appears intact, no redness, or no warmth, or trauma to the area. Caller reports patient's lead site also appears to be intact, no redness, no warmth or trauma to the area. Caller wants to perform the MRI of the lower back. Caller (healthcare professional) reports patient is scheduled for entire system explant on (B)(6) 2020 as well as a laminectomy. Caller reports the spinal cord stimulator appears to be entering spinal canal at t10/t11.